Event description:
Olympus was informed that during an ureteroscopy procedure, a portion of the uropass ureteral access sheath broke off and fell into the patient. The device fragment was retrieved from the patient by the physician. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information by telephone and in writing but with no results.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.